Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not booting up. Customer tried to restart the system, but issue did not resolve. Fse cycled the main breaker. System was booted correctly on first attempt. The fse reseated the main operating system drive. After the repair work, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up. The device was not in clinical use. No harm to user or patient was reported. A philips field service engineer (fse) visited the site and cycled the main breaker and reseated the main os drive which returned the device to use in good working order.